Event description:
It was reported that a device was used during a protocolectomy with ileoanal pouch. It was reported by the rep that a surgeon told rep that the assistant had locked the anvil onto the integrated trocar. The surgeon and the assistant heard the clicks. When they were about to fire the cdh33, he noticed that the anvil and the trocar had disengaged. A problem that could have caused a serious consequence if fired. There was no consequence to the pt.